Event description:
The technical alleged the side rail is broken and will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail broken and the side rail cable is cut. The tech replaced the side rail with connecting wire to resolve the issue.